Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): syringes have white residues (air bubbles) inside the cylinder. Pistons is broken/bent. (B)(4).